Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was not broken off. The tissue pad of the subject device was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was worn and separate since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. Also, it was known that the tissue pad was broken off when the separated tissue pad was subjected to a load. The instruction manual of the device has already warned as follows; do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Event description:
During a laparoscopic ovarian cystectomy, the subject device was used. The probe of the subject device broke off and fell into the patient body. The user retrieved the fragment. The intended procedure was completed with another device. There was no patient injury reported. On january 31, 2019 olympus medical systems corp. (Omsc) found that the probe of the subject device did not break off. Also it was found that the tissue pad of the subject device was partially missing. This is the report regarding the missing of the tissue pad.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of common device name.